Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2001, the patient underwent the surgery via tka for left side of knee. On (B)(6) 2021, the patient fell in and fractured the left distal femur. On (B)(6) the revision surgery was performed. Although an intramedullary nail was scheduled to use in the revision, the surgeon prepared the insert just in case because he considered the breakage of the insert. However, the insert was not used. The revision was completed successfully inserting other company's nail. No further information available.